Manufacturer narrative:
Medtronic received the following information from a journal article entitled; determining the optimal proximal landing zone for tevar in the aortic arch: comparing the occurrence of the bird-beak phenomenon in zone 0 vs zones 1 and 2. Kudo t, kuratani t, shimamura k, & sawa y. Journal of endovascular therapy 2020, vol. 27(3) 368¿ 376. Doi: 10.1177/1526602820914269. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts and non mdt stent grafts were implanted in tevar procedures for aortic arch pathologies. The valiant stent grafts were landed in zones 1-2 of the aortic arch. The following malfunctions were observed; migration, endoleaks type ia, ib, ii the following adverse events were observed; stroke, re-intervention patient deaths were reported but there was no causal link that the valiant stent grafts caused or contributed to these deaths. There was no aortic-related deaths reported from cohort of patients whose devices were landed in zone 1-2.